Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, baclofen and clonidine (unknown concentration and dose) via an implantable pump. There were 2 other unknown medications in the pump. The fentanyl was "4. Something ml and everything else was 4.0". Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was approximately 5/1/2018. It was reported that every hour on the hour the pump beeps 3 times. It sounds like a microwave "beep,beep, beep" and was ¿driving him crazy¿. The sound was not consistent synchromed alarms. The patient had an appointment (B)(6) 2018 with a pump doctor. The patient was going to the doctor because he was having a lot of back problems like; soreness where the pump was implanted and a stabbing pain (a little over 2 weeks). The patient¿s left leg starts to vibrate in the quad area that felt like a dull electric shock. The patient has had 5 back surgeries. No further complications were reported. Additional information was received. It was reported that the pump was beeping every 45 minutes like it was ready for medicine. It was reported that there was not medication in the pump and the patient was not taking anything. The pump sounded like the noise that the microwave makes. The pump was implanted in 2004 and had been turned off for 7-8 years at the time of the report. It was reported that the pump had been "making the beeps" since it was put in. The patient was in bad shape at the time of the report and needed the pump removed. It was further reported that the manufacturer "screwed up the pump," which could have been due to a recall, but the reporter did not know about the recall. No further complications were reported.